Event description:
Received information stating pt had been waken up by her glucose monitor indicating sugar levels were at 50 mg/dl. As per pt unit had provided a 10 unit bolus that was not requested by her.

Manufacturer narrative:
Device was evaluated and device logs indicate a 10 unit bolus was requested and delivered on the reported date. Device works according to tandems specifications.